Manufacturer narrative:
A sample product was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens shot out of the preloaded device and caused a rent on the capsular bag. The lens was left implanted. During the day one postoperative visit, the patient had halos and the lens was tilted 45 degrees in the bag. The lens was due to be exchanged on postoperative day two. Additional information and exchange verification was requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon explained that the lens was explanted 2 days later because of significant tilting toward the rent even though vision was 20/50. Another lens was placed in sulcus after the original lens was cut and removed. The patient's vision is 20/25 uncorrected in the follow up.